Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "ruptured implant and reconstruction for cancer". This record is for the right side. The device remains implanted.

Event description:
Healthcare professional reported "ruptured implant and reconstruction for cancer". This record is for the right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. However, the reported event cancer is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents pfmea-silicone filled bi and sizer assembly, smooth (v3.0) was performed, and the event of cancer is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with cancer will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. The event of "cancer" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: rupture; "reconstruction for cancer" additional, changed, and/or corrected data: a2, b2, d1, d2a, d2b, d3, d4, e1, g1, g4, h4, h6, h11

Event description:
Healthcare professional reported "ruptured implant and reconstruction for cancer". This record is for the right side. The device remains implanted.